Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the complaint date and confirmed that device met specifications as per service installation record. The review of logfile for the day of treatment shows all system functions were within specifications. The reported treatment could be identified in the logfile. The surgeon lost vacuum two four times during the docking process/before the treatment. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The thickness of the flap thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there were abnormalities in the flap thickness in the patient¿s unknown eye, with an additional hundred microns cut compared to the present thickness. There was a situation where the margin cut was not opened. It was suspected that the abnormal flap thickness was caused by machine measurement issues during lasik surgery.